Manufacturer narrative:
The company rep reviewed the fault logs and found a fault code 65 (safety vent failure). The company rep replaced the safety vent valve k6a ((B)(4)). The unit was tested to factory specification. It functioned normally and was returned to the customer. A review of the iabp's service history does not indicate any systemic issues.

Event description:
The customer reported that while the unit was in use on a pt, the unit shutdown. The pt was switched to another unit and therapy was continued. No pt injury was reported.